Event description:
Caller reported an issue with the speaker and vibrate function of the pump, stating that the speaker was not audible. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.